Event description:
Boston scientific received information that this latitude communicator power cord was returned after the communicator did not power on after a storm. The communicator was powercycled with no success. No adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the communicator power cord was performed. Analysis indicated there was no output from the power brick, and the outside case of the power brick was melted, indicating at one time the power brick did get extremely hot. The power brick did not get hot in the lab while plugged into an ac source. In conclusion analysis confirmed the field allegation that the communicator did not power on due to a damaged power brick. The communicator was not returned and remains in service with a replacement power cord.